Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The possible root cause of the system error could be an internal component error or a failure of the processor board. The autopulse platform was manufactured in 2012. The archive data indicated system error - 132 (internal watchdog timeout) around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Zoll offered the customer a replacement device. Therefore, no service was performed, and the autopulse platform will be scrapped at zoll. Historical complaints were reviewed for service information related to the reported complaint, and there were 5 similar complaints reported for autopulse platform serial number (B)(6). (B)(6) was reported on 02 june 2015, (B)(6) was reported on 02 august 2016, (B)(6) was reported on 15 october 2018, (B)(6) was reported on 28 november 2022, and (B)(6) was reported on 25 march 2024.

Event description:
The autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.